Event description:
The customer reported that falsely depressed sodium (na) result was obtained on one patient samples on an dimension exl with lm integrated chemistry system. The initial na result was not reported to the physician. The sample was retested on the original instrument and on an alternate dimension exl instrument. The first repeat result from the original instrument recovered higher than initial result but was considered erroneous. The second repeat result from alternate instrument recovered higher than the initial and the first repeat results. The second repeat result was considered correct as it matched the patient history and was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. The quality control (qc) and precision test results were within specifications on the date of event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, replaced the integrated multisensor technology (imt) pump head and the rotary valve assembly. The cse bleached the imt port, cleaned the imt fittings on the tower, and replaced the imt tubing and system waste tubing. The cse replaced the sample arm level sense conduit and sample tubing, adjusted the sample probe alignments and performed super condition on the imt. The cse adjusted the pump rate performed a dilution check, precision check and qc that recovered within specifications. Siemens evaluated the event and determined that multiple hardware related scenarios in the imt which affected flow, potentially contributed to the falsely depressed sodium (na) result. The instrument is performing according to specifications. No further evaluation of this device is required.